Event description:
Caller reported a cgm error identified as error 42 related to the g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the pump no longer displayed the cgm error code. The caller successfully started their sensor session.